Event description:
This device was returned with oos documentation citing that during the initial follow-up in the clinic, the device would not capture on the atrial or ventricular channels. The pt was taken back to the ep lab and the ventricular lead was successfully revised and capture was reestablished. The atrial lead was tested through two analyzers, a new cylos dr, and the ventricular port of the old cylos dr, and had excellent numbers with all devices. Only the atrial port of the old cylos device would not capture. The old device was removed and replaced with the new cylos dr, (B) (4). Associated device: setrox s 53, (B) (4), MDR 1028232-2009-01032.